Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) induction testing was performed. Upon the first attempt at induction the ventricular fibrillation (vf) spontaneously resolved within several seconds. A second attempt successfully induced vf but a 65j shock from the device was unable to cardiovert the patient at which point the physician requested external shock which also initially failed to cardiovert the patient until new external pads were used with a 360j shock. Following the procedure the device was programmed off following failed induction testing. The patient remained stable for several minutes until becoming hypotensive and exhibiting pulseless electrical activity at which point CPR was initiated and the patient given extracorporeal membrane oxygenation (ECMO) therapy. A surgical procedure to repair a consequent retroperitoneal bleed was also required. The patient was eventually transferred to the intensive care unit upon stabilization; ECMO therapy was later discontinued. Information was later received indicating the patient remains hospitalized but ambulatory and with good clinical status. It was noted they developed an infection at the ECMO access site for which the patient is receiving appropriate wound care; the site of sicd implant was reported healing well. The device was programmed on and the patient will be evaluated again in clinic at a later date. No additional adverse patient effects were reported. This system remains in service.